Event description:
A nurse reported that during cataract surgery with intraocular lens (iol) implant, the screen went black after the iol was implanted. The surgery was completed by advancing the screen with the remote control, and there was no harm to the pt.

Manufacturer narrative:
The facility did not request service. The customer ordered a part and cancelled the service call. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).